Event description:
It was reported that the 9800 system had a collimator stuck error code displayed at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was verified. The fluoro functions board and backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.